Manufacturer narrative:
Additional lot #c4e79r.

Event description:
It was reported that during a laparoscopic assisted diagnostic gastric procedure, the device could not cut well. There was no error indicated. Another device was used to complete the case. No patient consequence.